Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12nov2019.

Event description:
The customer reported that the unit was alarming low o2 and the external o2 sensor needs replacing. The unit was being used on a patient at the time the reported issue occurred. However, there was no patient harm.

Manufacturer narrative:
Manufacture date: 14nov2019. Report date: 15nov2019. The manufacturer's field service engineer (fse) reported that there was no problem with the ventilator and there was no need for service. The manufacturer's field service engineer (fse) reported that the customer advised that info given by tech services and additional run in of unit indicated that there is no problem with ventilator and no service needed. Call is cancelled, no service performed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.